Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly. No display anomaly, unexpected numbers ramping or button error alarm noted. Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 115 mg/dl. Nothing further reported.